Event description:
The reporter stated, the surgeon implanted a aq2010v three piece silicone lens to replace the posterior chamber lens implanted in the 1980s. The lens was implanted on (B)(6)2010, the day after surgery, the replacement lens had dislocated posteriorly, presumably due to significant zonular laxity. The pt's visual acuity was reduced to 20/125 level. Lens was removed on (B)(6)2010 and a competitors anterior chamber lens was implanted. Reporter stated incident was due to pt related condition.

Manufacturer narrative:
(B)(4): eval conclusion: based on the complaint history, the root cause of the event has been determined to be due to pt related condition and not lens related. (B)(4).